Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The device will be further evaluated at the product assessment center (pac). The customer will receive a replacement device.

Event description:
The customer contacted stryker to report that their device will not turn on when opening the lid. In this state the user may need to manually power on the device and a delay in defibrillation may occur. There was no patient involvement in this event.

Manufacturer narrative:
Stryker further evaluated the customer¿s device at the product assessment center (pac) and the cause of the reported issue was determined to be due to the faulty reed switch, sw5.

Event description:
The customer contacted stryker to report that their device will not turn on when opening the lid. In this state the user may need to manually power on the device and a delay in defibrillation may occur. There was no patient involvement in this event.